Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture and low pacing impedance. The right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of "observes traction of the filaments in the middle part of the connection to the casing,"  failure to capture," and "low pacing lead impedance" were not confirmed. A conductor shorts were noted due to the overtorqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information noted that the traction of filaments was observed via fluoroscopy.